Manufacturer narrative:
Block g2: uf/importer report #: (B)(4). Block h6: imdrf device code a0501 captures the reportable event of tip detached.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off-necrosis (won) during a flexible sigmoidoscopy with dilatation procedure performed on (B)(6) 2024. During the procedure, the stent was attempted to be deployed; however, the tip of the device broke. The stent was removed from the patient fully covered by the outer sheath and the tip was removed using forceps. The procedure was completed using another axios stent. There were no patient complications as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."